Event description:
Leads were replaced due to noise. There was no indication that the ICD did not perform to spec. To date 9/19/96 the leads have not been returned and there was no indication whether the leads were explanted or capped.